Event description:
It was reported that stuck in lesion occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. After observation was completed, it was noted that the device was stuck in the lesion and could not be removed. The physician thought the device got stuck due to the meandering and stenosis of the lesion. The device was completely removed with the use of an anchoring balloon. When the device was outside the patient, it was noted that the tip appeared to be stretched. The procedure was completed with a different device. There was no patient injury.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that stuck in lesion occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. After observation was completed, it was noted that the device was stuck in the lesion and could not be removed. The physician thought the device got stuck due to the meandering and stenosis of the lesion. The device was completely removed with the use of an anchoring balloon. When the device was outside the patient, it was noted that the tip appeared to be stretched. The procedure was completed with a different device. There was no patient injury.

Manufacturer narrative:
E1 initial reporter city: (B)(6). The device was returned for analysis. Visual inspection revealed a kink at the telescope assembly and the sheath cut near the strain relief. The imaging core was damaged and the distal portion of the catheter body was not returned for analysis. Microscopic inspection noted pitting and degradation of the transducer housing consistent with saline damage. A media inspection of pictures provided by the client showed evidence of tip damage and imaging window kink.